Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the universal cord/ video cable is pierced, there is damage on light guide cover glass, with water tightness loss, the bending section rubber has a scratch, adhesive on the bending section rubber has a chip, there is deterioration of the friction plate, and the video connector is deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a compromised image. Inspection and testing of the returned device found that the image could not be seen due to noise. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The intended surgery was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of image noise was breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor may have caused the event. Olympus will continue to monitor field performance for this device.